Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 302832 and lot number 0140255. The review revealed there was documentation for this type of defect during the production run of this batch and the affected product was segregated and scrapped. To aid in the investigation, one physical sample and two photos were received for evaluation by our quality team. The physical sample came in a sealed packaging blister and has the scale marking missing. In the two photos provided one photo shows the packaging blister top web and the other photo shows the sample received. It could be possible for this defect to occur during the scale printing process if the pressure applied to printing pad was too low inducing the symptom reported and then was not detected in the next processes. Based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. The sample received by the customer is an escape from the scrapped product. There are quality controls currently in place to detect this type of defect during the production process. We have taken further action at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 30ml ll s/c 56 experienced missing scale markings. The following information was provided by the initial reporter: material no: 302832 batch no: 0140255. This syringe was found to have no gradation markings on the syringe. It almost appears that the ¿ml¿ is faded on the syringe, but no other markings or words appear. Package is unopened.